Event description:
Reference # importer (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). No sample has been returned for investigation. A follow up report will be provided after the statement from the manufacturer becomes available.